Event description:
The customer reported to olympus, the light source had no image when being used with the video system center and ultrasonic bronchofibervideoscope. The issue was found during preparation for use. There were no reports of patient harm. Additional reports were created since the scope, video system center and light source were used in combination when the event occurred, and the issue occurred twice. Related patient identifiers: (B)(6).

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.